Manufacturer narrative:
Compatibility was verified with no issues noted. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. Radiographs were not provided; it is unk whether the components were implanted wit the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. A definitive root cause cannot be determined with the info provided. Device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the tibial stem dissociated from the tibial plate.